Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a (B)(6) trial patient regarding an external neurostimulator (ens). Patient says their stimulation has been shutting off on its own after the patient locks their controller. The patient's lead keeps changing back and forth; this will happen once the patient turns stimulation back on. The patient was advised to try and leave the lead on the right even when it goes to change after turning the controller back on. The event was stamped as "sales attention needed." The next day, patient said the device continued to shut off periodically throughout the day. No further patient complications have been reported as a result of this event.